Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. The patient reported that they observed the fluid leaking from the cassette during drain zero, after receiving and air detected in cassette warning. The cause of the leak was unknown. The technical support representative advised the patient to discontinue use of the cycler. Cycler was replaced. Follow up with the patient¿s wife confirmed the patient did not experience any complications as a result of the event. The patient was given prophylactic antibiotics. The patient completed the treatment with continuous ambulatory peritoneal dialysis. The patient has resumed treatment on the replacement cycler, no treatments were reported as missed. The patient discarded the cassette.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Correction: 510k number.